Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Multiple cartridge and infusion set changes were performed and the occlusion alarms continued. There was no known impact to the customer's blood glucose (bg) level. No additional information was provided as the call was abruptly terminated by the customer. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.